Event description:
It was reported the device demonstrated early elective replacement indication. The device was removed and replaced. No patient compl ications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated high impedance in the battery. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).